Event description:
It was reported to boston scientific corporation that there were three spyscope ds ii access and delivery catheters used in the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the removal of a large stone, on (B)(6) 2025. During the procedure, the first spyscope reportedly stopped functioning and displayed a grey screen with five blank circles after approximately 10-15 minutes of electrohydraulic lithotripsy (ehl). The second and third spyscopes experienced the same issue after 3-5 minutes of use. Attempts to restore visualization by unplugging and reconnecting the devices were unsuccessful. As a result, the procedure could not be completed and has been rescheduled for a later date. The physician reported that irrigation used during ehl may have damaged the tip of the scope. In addition it was reported the stone was large and the location of the stone made the case complicated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: the device was returned for evaluation. Visual and microscopic inspections were performed, and it was observed that the camera was cracked upon receipt. During the image test, the device was connected to the controller but did not display an image. During the functional inspection, the camera tip articulated without any issues; however, this did not improve the image condition. No other damages were noted to the device. The reported events of loss of visualization, device interaction with another device, and spyscope damage/defect were confirmed. Product analysis identified that a laser fiber was most likely fired in close proximity to the distal face of the scope, as evidenced by the damage observed in that area. Once the device was damaged from laser activation, this could have contributed to the tip damage noted during analysis, ultimately resulting in loss of visualization. Although the instructions for use (IFU) instructs users not to fire a laser fiber within the working channel and specifies maintaining a distance of at least 2 mm beyond the distal end of the scope, the analysis findings suggest that inadvertent laser activation may have occurred during use.based on the information available, the most probable cause is "unintended user error caused or contributed to event", indicating the user did not follow the instructions outlined in the IFU. The event of procedure cancelled/rescheduled will be addressed as adverse event related to procedure due to the difficulties with the scope during the procedure. A labeling review was performed: the IFU includes the following precaution: "activating a laser or electrohydraulic lithotripsy (ehl) generator within close proximity of the spyglass ds ii digital catheter distal end can damage the distal end. Consult the directions for use of the laser or ehl manufacturer for the appropriate distance between the laser fiber or ehl probe and the spyglass ds ii digital catheter distal end. At a minimum, ensure the laser fiber or ehl probe is extended at least 2 mm (0.08 in.) Beyond the distal end before actuating the laser or ehl." Product analysis noted damage to the distal face was present. Based on analysis findings, it is likely that the user activated a laser/ehl before the fiber/probe was extended at least 2 mm beyond the distal end. A risk review performed for the spyscope ds ii device confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the spyscope ds ii device is acceptable.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that there were three spyscope ds ii access and delivery catheters used in the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the removal of a large stone, on (B)(6) 2025. During the procedure, the first spyscope reportedly stopped functioning and displayed a grey screen with five blank circles after approximately 10-15 minutes of electrohydraulic lithotripsy (ehl). The second and third spyscopes experienced the same issue after 3-5 minutes of use. Attempts to restore visualization by unplugging and reconnecting the devices were unsuccessful. As a result, the procedure could not be completed and has been rescheduled for a later date. The physician reported that irrigation used during ehl may have damaged the tip of the scope. In addition, it was reported the stone was large and the location of the stone made the case complicated. There were no patient complications reported as a result of this event.